Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, hardware was removed in a revision surgery on (B)(6) 2023 due to nonunion and broken plate. The site was revised with new hardware and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, hardware was removed in a revision surgery on (B)(6) 2023 due to nonunion and broken dorsal plate. Additional information indicates the surgeon released the patient for normal activity after three months and the patient felt something break while helping his daughter move. The site was revised with new hardware and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the patient's post-operative activity likely subjected excessive bending stresses to the plate leading to its breakage and a nonunion. The instructions for use identifies warnings related to postoperative care and indicates the device is intended for fusion/stabilization and nonunion is a known potential adverse event. The company will supplement this MDR as necessary and appropriate.